Event description:
Scissors would not open. Removed from robot arm, cleaned & replaced by scrub but still would not function. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Request shipment to manufacturer.